Manufacturer narrative:
Additional info: device evaluation: customer photo was provided and a visual inspection of the photo revealed a stress mark on the cartridge through the cartridge tip, and the cartridge tip was slightly deformed. The stress mark was observed to be within specification as no lens was stuck in the cartridge, and the cartridge tip was not cracked. No photo of the lens was received. Due to no product being received for evaluation, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Initial reporter telephone number:(B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) cartridge tears at the end while inserting the lens into the patient's operative eye. This occurs as the surgeon screws the lens through into the eye. The implant also has some small little defects on it. The surgeon sees abnormalities on the lens. Nurse assured she filled the cartridge with balanced salt solution (bss) and sat for more than 3-5 minutes. No other information was provided.

Manufacturer narrative:
Additional info: further information was provided and reported the date of event and the serial number was provided. The surgeon also reported he still used the iol. No other information was provided. The following sections have been updated accordingly: section b3: date of event: (B)(6) 2023 section d4: model number: dcb00 section d4: catalog number: dcb0000195 section d4: serial number: (B)(6) section d4: expiration date: nov 28, 2025 section d4: UDI number: (B)(4) section d6a: if implanted, give date: (B)(6) 2023 section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section h4: device manufacture date: nov 28, 2022 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.